Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), a sleek otw balloon catheter (bc) ruptured during the second inflation. The sleek otw bc was exchanged for another one. After pre-dilation, a smart control was delivered to the target lesion but failed to cross. An 80 cm. Powerflexpro 4 mm. X 4 cm. Bc (complaint product #1) as delivered to the target lesion for further dilation and ruptured at between two-three atmospheres (2-3 atm.) During the initial inflation. The powerflexpro bc was removed and the non-cordis guidewire (gw) came out also. After re-crossing the lesion with another non-cordis gw, a 150 cm. Sleek 4.0 x 40 mm. Bc (complaint product #2) was delivered to the target lesion and ruptured at between two-three atmospheres (2-3 atm.) During the initial inflation. The sleek bc was then exchanged for a non-cordis bc to complete the procedure successfully. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: a 100% stenosis/chronic total occlusion (cto), heavily calcified, and tortuous. An ipsilateral antegrade approach was made with an unknown 6 fr. Sheath. There was no reported patient injury. The products were clinically used and they will not be returned for analysis.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), a sleek otw balloon catheter (bc) ruptured at unknown atmospheres followed by the rupture of a powerflex pro and sleek balloon catheters. There was no reported patient injury. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to have 100% stenosis, chronic total occlusion (cto), was heavily calcified and tortuous. An ipsilateral antegrade approach was made with an unknown 6 fr. Sheath. A sleek otw balloon catheter (bc) ruptured during the second inflation. The sleek otw bc was exchanged for another one. After pre-dilation, a smart control was delivered to the target lesion but failed to cross. An 80 cm. Powerflexpro 4 mm. X 4 cm. Bc as delivered to the target lesion for further dilation and ruptured at between two-three atmospheres (2-3 atm.) During the initial inflation. The powerflexpro bc was removed and the non-cordis guidewire (gw) came out also. After re-crossing the lesion with another non-cordis gw, a 150 cm. Sleek 4.0 x 40 mm. Bc was delivered to the target lesion and ruptured at between two-three atmospheres (2-3 atm.) During the initial inflation. The sleek bc was then exchanged for a non-cordis bc to complete the procedure and the smart control stent was delivered to the target lesion successfully. There was no reported patient injury. The products were clinically used and they will not be returned for analysis. 1-led8cg: the device was not returned for analysis. Review of lot 16040441 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst¿ and ¿balloon burst at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be conclusively determined. Based on the information available for review, vessel characteristics (cto, heavily calcified and tortuous) may have contributed to the reported difficulty. Balloon burst is a well known complication of angioplasty in which vessel characteristic (calcification, stenosis, tortuosity) often contributes to the damage/burst of the balloon. DHR review was conducted for the units in which a sterile lot number was provided. Neither the dhrs nor the event description suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Concomitant products: gw: terumo radiofocus, chevalier floppy fmd; bc: terumo nse, 150 cm. Sleek 4.0 x 40 mm, sleek otw there were no anomalies noted during preparation of the device. There was no reported difficulty removing the balloon sleeve/protective cover. There was no damage noted to the balloon sleeve. There was no reported difficulty advancing the device to the target lesion. There no kinks noted on the device either prior to use or during use. No force was ever required during use of the device. The device was easily removed from the patient. No additional information is available. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.